Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump was replaced on (B)(6) 2017 and he was going through withdrawals. The patient's surgeon had turned the pump down "on monday" because it was about to run out and that was when the patient's withdrawal symptoms started. The patient had withdrawals ever since the doctor turned the pump down. Before the pump was replaced the surgeon took out the medication and put it into the new pump and told the patient to contact another doctor to refill it "on tuesday." The patient said the surgeon should have never changed his pain pump knowing he did not have any medication in it; it would make him go through withdrawals; the healthcare professional (hcp) "put what pain medication that was left in the old pump." The nurse had told him they would not be refilling the pain pump, the hcp wouldn't touch it because it had an open sore on it; the open sore was the incision scar from the replacement. The patient was sick. The patient was trying to get his doctor to call him back but they were "playing mind games with him" and wouldn't answer the phone. There were no emergency numbers for the hcp and the patient didn't know what to do. He went to little rock once over this and they gave him a few little pain pills and told him to call "tuesday" but his doctor was not in until "tomorrow" and there was no one there "today." Patient services redirected the patient to the hcp after reviewing the role of the manufacturer and to discuss patient symptoms. No further complications were reported.